Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. A new lead with different model was implanted for left bundle branch (lbb). No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. A new lead with different model was implanted for left bundle branch (lbb). No additional adverse patient effects were reported. Additional information indicated that as the right ventricular (rv) lead was fractured, it was opted to do a right-sided left bundle lead and abandon the system on the left.